Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 14.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to a mechanical failure. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Additional information received reported there was an incision enlargement made and that the patient is doing well post-operatively. The replacement lens was an aab00 13.5 diopter lens. Also, it was confirmed that ''mechanical failure'' meant that the patient was not able to visually adapt to the multi focal design of the symfony lens. The patient didn¿t think his vision was clear vision with the symfony. He complained of fuzzy, foggy, cloudy vision with reading, tv, and computer. No additional information was provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 03/21/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the loop tip is damaged, probably to make explant possible. There are no further anomalies. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.